Event description:
The report indicated that there was a battery charging issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer confirmed that leaving the wall adapter plugged into a working outlet for at least 30 minutes successfully resolved the charging issue, and no further assistance was required.